Event description:
Leakage was noted from the tubing inside of the twist clamp of a uv transfer set after 150 days of use. The affiliate reports no patient injury or medical intervention as a result of the incident.